Manufacturer narrative:
(B)(4). However, the report was submitted during an outage and it was later discovered that proper acknowledgements were not received. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the liquid crystal display (lcd) screen on the epg (external pulse generator) was not displaying properly and the lower screen "rolls." The epg was returned to the manufacturer for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; device passed all incoming functional tests. Analysis found the upper case, lower case, and both bail covers are broken. One control knob and ring cover are contaminated. Battery contacts are compressed, the ring is bent, and the keyboard is scratched.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.